Event description:
Reporter called and he was doing his pdi and stated that the unit does not alarm. The 45 sec alarm silence button is "on" at the time, it won't alarm. The power failure alarm will alarm, but nothing else. Will send him new alarm bd. He will replace. Will notify rental dept and follow up with hill rom.